Event description:
It was reported that the first probe wouldn't draw fluid back to the canister during clear probe mode. A second probe was tried and the same issue occurred. The customer verified the stopcock was placed in the correct position and reseated the vacuum set into the control module. The customer tried a third probe from a different lot and noticed that same vacuum issues in clear probe mode. The case was rescheduled and there were no issues reported.

Manufacturer narrative:
Vso/vacuum. The unit was returned to the analysis site due to the probe wouldn't draw fluid back to the canister during clear probe mode. The analysis site confirmed the customer complaint and per the customer complaint of "vacuum-related error" the site replaced the vso to correct the pump from stalling, and per the mammotome service manual, service test were performed and no funcitonal faults were found. As part of the standard ees service process, replaced the muffler and applied dow corning lubricant to the dc motors, replaced the holster: if board to bezel, and per the mammotome service manual, performed the dc motor adapter upgrade. The device history record has been reviewed and has passed qa inspection.